Event description:
Customer reported receiving a motor error alarm on the insulin pump in the middle of a bolus and check settings. Customer does use the sensor feature. Customer's blood glucose reading at the time of the call was 240 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.